Event description:
The service repair technician reported that during routine testing of the device at the service center, the central control monitor (ccm) locked up when dual in-line memory module (dimm) module was flexed. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The single board computer (sbc) boards dual in-line memory module (dimm) was found to cause the central control monitor (ccm) to lock up when flexed using mild mechanical agitation. This issue was resolved by cleaning the contacts and socket. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.